Event description:
It was reported that externalized conductors was observed under fluoroscopy. There were no electrical anomalies. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.